Manufacturer narrative:
The field service engineer (fse) downloaded the logs after the event. The fse replaced the control and the expiratory channel pc boards that were found with visible liquid damage and the oxygen gas module. The ventilator passed all tests and was returned to service. The logs have been received for evaluation but the replaced parts were not received for investigation despite several attempts to obtain them. The investigation therefore consists only of an evaluation of the ventilator's logs. The evaluation of the logs shows that there was no ventilation between the reported date of the event and the last successful pre-use checks. The log confirms that several pre-use checks had failed the internal leakage on the date of event and after. There were also many indications of the turning on and turning off of the ventilator. The ventilator upon turning on persistently generated a technical error indicating a communication error. The source of the liquid has not been determined but, liquid can short circuit parts and lead to the failed tests during the pre-use checks and cause the technical error code during startup.

Event description:
It was reported that the ventilator failed the leakage test during pre-use check and displayed an "excessive leakage" message. There was no patient involvement. (B)(4).